Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was missing segments. Customer blood glucose reading was unknown. Troubleshoot was performed. The insulin pump was not exposed to moisture. The insulin pump was display did not come back to normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segments on lcd display noted.